Event description:
It was reported when the device was interrogated, high thresholds were noted on the left ventricular (lv) lead. The lv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.